Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely elevated cardiac troponin I (ctni) quality control (qc) and patient results were obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant elevated cardiac troponin I (ctni) results. Hsc evaluated the information provided and the instrument data files. The high level quality control (qc) was elevated above customer expectations at the time of the event after a calibration of the ctni assay. Service was contacted. Service realigned all server 1 probes including the "bottom of cuvette (bocc)" alignment procedure, cleaned the probes with sodium hydroxide solution and performed a quick check. Fresh calibrators were thawed according to the instructions for use (IFU) and loaded on 30-jul-2020. The new calibration resolved the event. No product non-conformance was identified with the reagent or instrument. The cause of the discordant ctni results is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discrepant falsely elevated cardiac troponin I (ctni) results were obtained on patient samples on a dimension vista 500 system. The discordant results were reported to the physician(s). After quality control was detected outside of laboratory range, the same samples were reprocessed on an alternate dimension vista system. Lower results, considered correct, were obtained. The customer stated they were not concerned that patient results were discrepant since they did not consider any differences were clinically significant. No corrected reports were considered necessary by the laboratory. No corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discrepant falsely elevated ctni results.